Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During preparation for use the device, an endoscopic image was not displayed on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus india. Olympus india checked the subject device and found following. The reported phenomenon was duplicated. The device did not boot and no images were produced due to the defect of cm and dp substrates. There was the rust on all substrates. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus india, there was the possibility that the reported phenomenon was attributed to the failure of the cm and dp substrates due to the aging deterioration of the parts on the substrate due to repeatedly use for a long-term use because more than 4 years had passed from the subject device had been manufactured. Or, since the rust is observed in all the substrates, it is assumed that the cm and dp substrate failed because the user used in a high humidity environment and energized with the substrate condensed. In the cm substrate, activation control of the substrate is carried out, and it is not possible to boot due to this failure. And, the image signal processing and output are carried out in the dp substrate, and the image does not come out by this failure.